Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a follow up, the capacitor charge time of the device was noted to be too short. Capacitor maintenance was performed to resolve the issue, and the patient was stable.